Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced their simplera sensor not pairing to their pump. The customer reported no adverse event. The event involved product(s) mmt-5120a and mmt-1884. Troubleshooting was performed and the customer was advised to review the manage device screen, where it was confirmed that the simplera sensor was not programmed into the pump. As this was the first time the customer had paired the current simplera sensor to the pump, the customer was assisted with the pairing process; however, the transmitter was still unable to communicate with the pump. Troubleshooting was performed and it was confirmed that the device in question was not listed within the paired devices screen. The customer was advised to ensure that any existing paired simplera sensor was deleted and unpaired. The pump was prepared to pair with the device in question; however, the pump repeatedly alerted with "device not found" throughout the troubleshooting process. Pairing instructions were reviewed again from the beginning; however, it remained unknown whether the reported issue had been resolved. No harm requiring medical intervention was reported. Product return is not required for mmt-5120a and mmt-1884.